Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples are too narrow and too high, the edges of the scars are not closed properly, resulting in very noticeable scars (not looking nice). Several patients experienced scar openings. The intern had to use stitches under local anesthesia on one patient. All c-section scars were closed with separate stitches. Consequences: decision to suture the skin with threads sutures".